Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. Evaluation summary: it was caused due to a malfunction on the pylon. It is random failure. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. It was found that the power indicator light of the pylon was not on when connecting the power supply. Checking and repairing the pylon, it was found that the pylon tripped. After the electrician opened the switch, the pylon was powered on, and the processor was turned on. There was no image.